Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) has been confirmed in the downloaded flag data. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The reported service code was unable to be duplicated during troubleshooting, but investigation into similar events has indicated that the service code can be caused by the damaged electrode belt connection and the resulting intermittent communication with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable).